Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one suture and one needle. The needle was returned disengaged from the suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. The foil pouch was not returned for evaluation. Functional testing on the opened complaint device was precluded as the needle was returned detached. It was reported that during the laparoscopic myomectomy, while suturing the uterus and a continuous suture technique was employed, both the needle and the thread detached after one stitch. An additional new suture was used without issue to complete the case. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic myomectomy, a continuous suture technique was employed to suture the uterus, but the needle and thread detached after just one stitch. An additional new suture was used without issue to complete the case. No patient complications have been reported as a result of this event.